Manufacturer narrative:
Received one (1) used 14687-15 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was leakage from the weld of the cassette. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. Received n251 cassette test error alarm, typical of cassette warpage. The reported complaint of leakage can be confirmed. The probable cause is due to warpage of the cassette due to excessive heat during transportation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that leaking was observed during an infusion under the cassette.there was patient involvement but no patient harm.